Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis indicated that the helix exceeded specification the number of turns to extend and retract. The analyst noted that the lead was returned with the stylet still inserted in it, and the stylet tip poke out of the lead at distance 57 cm, near to the rv proximal cross-groove located. Visual inspection found the drive shaft lug stuck behind the retraction stop./over-retracted, and that prevented the extension of helix. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, the right ventricular lead needed to be repositioned. After re-positioning the lead, the lead was not able to extend. Another lead was used to complete the procedure. No patient complications have been reported as a result of this event.